Event description:
Customer tested 37 mg/dl on the compact plus system; she self treated with a piece of cake, bologna, and drank water. Customer tested 93 mg/dl on the compact plus system within 10 minutes of result of 37 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.